Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: per biomed, staff says during ventilation the tf233004 just showed up on the screen and started alarming. They said ventilation did continue but the patient was removed from that vent and placed on another vent. I put no for failure reproducible because the biomed said he has not done anything, not even turned it on.